Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to erosion. Another boston scientific ICD was implanted. Subsequently, this device was pulled from archive for further analysis testing. Initial laboratory testing identified current leakage in a capacitor that was beyond this component's design specification. Detailed analysis will be performed in order to determine the overall impact to this device's longevity.